Event description:
It was reported explant of the pump was planned. It was also reported the patient went to the emergency room (ER) because the patient had overdose symptoms and went unconscious right after refill. It was noted the healthcare provider ¿thinks it¿s the pump.¿ it was reported on (B)(6) 2013 at refill the expected residual volume (erv) was 10.2 milliliters (ml) and the actual residual volume (arv) was 10ml. On (B)(6) 2014 the erv was 8.3ml and the arv was 9ml. It was reported within five minutes the patient knew something was wrong and ¿they use ais for the med they receive.¿ it was unknown what drug the pump was delivering. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).